Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient has been hospitalised with low blood glucose levels. The patient reports their personal diabetes manager (pdm) has not been holding a charge and has been resetting itself. In addition the patient reports their blood glucose level was 500 mg/dl. As treatment, the patient administered boluses in which had brought their blood glucose levels between 70-mg/dl and 120 mg/dl. Once at the hospital the patient had x-rays performed and their blood glucose levels were monitored. The patient was given both crackers and sugar. The patient was released from the hospital after a couple of hours.